Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose drive support disk.

Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.